Event description:
Hip revision due to wear of poly liner.

Manufacturer narrative:
This complaint is still under investigation. Device not returned.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. One picture of an x-ray showing an ap view of a pelvis having bilateral hip implants was reviewed; no product was provided for review. It appears that in the left hip the head seems to be off center at the time of the x-ray provided . There also may be a leg length discrepancy at the time of the x-ray as indicated by landmarks at the lesser trochanter. This could be due to wear of the liner. The pictures provided show visible wear on the ID and visible scratches on the od of the liner. No operative complications were noted in primary (first revision) operative notes in which the devices were implanted. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.